Manufacturer narrative:
A philips technical consultant (tc) was dispatched. The tc gathered the clinical audit log and patient information center ix (pic ix) export logs from the surveillance. The tc submitted the logs to customer advocate/complaint specialist. The customer was unable to provide bed label or equipment label of the mx40 telemetry device related to this issue and the prevented the tc from pulling mx40 logs. A telemetry product support engineer stated that ¿without the incident date/timeframe, bed label, device label, no meaningful analysis of the data provided can be performed, and it cannot be confirmed if the data even captures the time of the incident¿. The customer views the issue as resolved and is not looking for further responses from philips. Based on the information available and the testing conducted, the cause of the reported problem is unknown due to insufficient information. The reported problem was not confirmed. The tc provided their analysis findings however we are unable to confirm the final disposition of the device because the customer did not give the tc any additional information. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that supraventricular tachycardia (svt) did not alarm. It is unknown if the device was in use on a patient, but no adverse event to the patient or user was reported. A philips technical consultant (tc) was dispatched. The tc gathered the clinical audit log and patient information center ix (pic ix) export logs from the surveillance. The tc submitted the logs to customer advocate/complaint specialist. The customer was unable to provide bed label or equipment label of the mx40 telemetry device related to this issue and the prevented the tc from pulling mx40 logs. A telemetry product support engineer stated that ¿without the incident date/timeframe, bed label, device label, no meaningful analysis of the data provided can be performed, and it cannot be confirmed if the data even captures the time of the incident¿. The customer views the issue as resolved and is not looking for further responses from philips.